Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get MRI information. The caller reported that the patient claimed that the implanted ins battery died three months ago and the remote cannot be used to activate MRI mode for the MRI. The caller was an MRI tech and did not have other details about the status of the implanted device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from the patient. They reported that their implant was replaced because their battery stopped working sometime in 2023. Implant was replaced (B)(6) 2023.